Manufacturer narrative:
The device inspection performed by an arjo representative did not reveal any abnormalities. The device was found to operate in accordance with the product specifications. It was indicated that the side guard was not being used and this was identified as the cause of the event. The side guard which prevents the resident falling to the side and a resident security grip, which the resident can hold, are integrated in a hinged bar. The arjo representative provided awareness training for the carers involved with an indication not to remove but to use the side guard during transfers. Additionally, the miranti device is equipped also with a safety belt which helps the resident stay positioned properly on the stretcher. Based on the information gathered, it appears that the lack of the side guard and possibly also the lack of use the safety belt could have contributed to freely movement of the resident on the lift and consequently to the device tipping, as the resident sat on the side of the lift (and not in the middle of the device). The instruction for use (IFU) informs users about proper miranti usage and includes also many drawings showing a patient position on the device ((B)(4)): "warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened." "After transferring the patient, always ensure he/she is in a correct sitting position." "Turn the patient on his/her back and make sure he/she is lying in the correct position on the stretcher. (...) Lower the patient security grip and side guard." Based on the above, it is most likely that the event could have been the result of the side guard and safety belt not being used, which might have contributed to the incorrect position of the patient placed on the lift and then to the device tipping over. In summary, the miranti was used for resident handling at the time of the event and in that way contributed to the event. The device evaluation conducted by arjo representative revealed that the device was not up to manufacturer¿s specification after the event. This complaint was decided to be reportable due to indication of a device tipping with a resident on it, which resulted in a minor injury occurrence.

Event description:
Arjo was notified of an event involving a miranti bath lift. It was reported that the device tipped over with a resident. The resident sat on the side of the lift, and its head section lifted forward and hit the caregiver's back. The resident fell on his buttocks to the floor. The caregiver experienced pain on the left side of the back. An examination revealed that the caregiver suffered a rib bruise. No injuries to the resident were reported.

Manufacturer narrative:
The device was inspected by an arjo representative. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.